Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 38 units while caller expected 140 units and experiencing fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Caller was educated to properly remove air from cartridge, then was guided through filling and loading new cartridge, after which displayed fill estimate increased by 120 units, and caller chose not to deliver test bolus but planned to monitor and follow up if needed.